Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. It is unknown if lead will return for analysis. No additional adverse patient effects were reported. Additional information indicates the right atrial (ra) lead presented sensing issues and high capture thresholds suggesting a dislodgement. No additional adverse patient effects were reported.